Event description:
It was reported that a remote transmission showed that the device was in backup vvi mode. An asymptomatic patient was brought into the clinic for further troubleshooting and the device code was downloaded successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.